Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump was not able to maintain a fixed speed. The log file showed 1 low flow event. Several lvad ramp studies were performed and transesophageal echocardiograms were performed.

Manufacturer narrative:
Although the reported event was confirmed via evaluation of the submitted system controller log file, the cause of the speed reductions could not be confirmed through this evaluation. The log file from the time of the event revealed several speed drops that were captured during pi events. Additionally, no alarms were reported for this event and no further complaints have been filed at this time. The patient remains ongoing on vad-(B)(4). A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information: the manufacturer asked for an update on the patient. The vad coordinator responded "this patient is doing well at home as far as I know."